Event description:
Pulmonary artery catheter was checked prior to placing in patient. Attempt was made to advance catheter but did not have normal pa tracing. Catheter was removed and balloon examined, showing balloon was ruptured. Patient remained hemodynamically stable throughout process. New catheter was inserted without incident.